Manufacturer narrative:
An updated report will be filed once investigation is complete.

Event description:
The facility reports that an incident occurred while using a golvo pt lift. The resident was safely returned to bed. No injury was reported.